Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: complaint investigation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Upon review of the logfiles, the respective technical fault (tf) 5507 occurred on (B)(6) 2025, as mentioned by the end customer. According to the hamilton-g5 service manual, the respective tf5507 indicates that the air or oxygen inlet valve cannot close properly. It is important to emphasize that no patient was involved at the time of the event. Mixer calibration and system checks were subsequently performed. Following these procedures, the technical fault no longer appeared, indicating that the device was functioning as intended. However, the precise root cause of the fault could not be conclusively determined. Given that the device functioned as intended, the device was returned to the end customer.